Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual evaluation of the returned impacted pad identified signs of repeated use (nicked/gouged) and a piece of the impactor pad was confirmed to have fractured off. Further analysis of the fracture identified the fracture was consistent with overload failure resulting in fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon final impaction of femoral component insertion. No additional instruments were needed and no adverse events were reported as a result of this malfunction.